Manufacturer narrative:
Reference number (B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was diagnosed with a bezoar in the distal part of the pej tube and the tube was impacted in the intestinal mucosa. A contrast-enhanced radiography was used to assess for an intestinal perforation: they did not objectify perforation or alterations in the mucosa. For the rest, the 15fr to 20fr probes were replaced without incident. The internal probe correctly migrated to the duodenal portion.